Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was harder to unlock. The customer's blood glucose level was unknown. The customer reported that battery cap was stubborn and rewind was squeals. The insulin pump will not be returned for analysis.